Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the 97754 recharger sn# (B)(4) found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing a shock when first initiating a recharge. When hitting the start button on the insr the patient reported the shock occurring 25% to 33% of the time. The patient was recovering from influenza unrelated to the implant, and had lost weight, had a headache, neckache, and pneumonia. A replacement ins recharger (insr) was sent. No additional patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-02 additional information was received. It was reported that the patient's weight at the time of the event was (B)(6) lbs., and that the replacement of the recharger had resolved the issue. No additional patient symptoms, or additional device complications were reported for this event.